Event description:
It was reported by the customer, a routine microbiological culture was performed on the evis exera iii duodenovideoscope. On (B)(6) 2022, the air/water channel tested positive for five (5) colony forming units (cfus) of microorganisms. The biopsy channel tested positive for one (1) cfu of microorganisms. The suction channel tested positive for six (6) cfus of microorganisms. On (B)(6) 2022, the forceps channel tested positive for twenty-three (23) colony forming units (cfus) of microorganisms. The air/water channel tested positive for ten (10) cfus of microorganisms. The suction channel tested positive for seven (7) cfus of microorganisms. On (B)(6) 2022, the air/water channel tested positive for three (3) colony forming units (cfus) of microorganisms. The biopsy channel tested positive for two (2) cfus of microorganisms. The suction channel tested positive for eleven (11) cfus of microorganisms. There was no contamination or any other serious deterioration in the state of health of any person, to which the scope could have been a contributory cause.

Manufacturer narrative:
The cleaning, disinfection, and sterilization (cds) of the scope was performed by the customer. There was no patient infection. The automatic endoscope reprocessor (aer) was cultured/tested. The air/water channel and forceps elevator channel were flushed with anios clean excel d detergent. There was an aspiration of water through the instrument/suction channel as well. The instrument/suction channel, suction cylinder, instrument channel port and distal end/areas around the elevator were manually cleaned with alkazyme detergent and nova clean vytil brushes. The scope was manually disinfected with peracetic acid. The aer used was an soluscope along with soluscope cln detergent and soluscope paa disinfectant. The scope was stored horizontally. The maintenance of the scope was performed by olympus. The scope was not sterilized. On (B)(6) 2021, via water elimination, the aer soluscope one (1) tested positive for less than one (1) cfu of total microorganisms and pseudomonas aeruginosa and via terminal rinse water, tested positive for less than one (1) cfu of total microorganisms and pseudomonas aeruginosa. On (B)(6) 2021, via water elimination, the aer soluscope two (2) tested positive for less than one (1) cfu of total microorganisms and pseudomonas aeruginosa and via terminal rinse water, tested positive for less than one (1) cfu of total microorganisms and pseudomonas aeruginosa.after the device was returned to olympus, it was sent out for additional testing. The hygiene microbiological investigation report indicated the channels, and the distal end of the scope were cultured. Less than one (1) cfu of bacteria was detected. The results obtained comply with the target level for an endoscope subjected to high level disinfection and rinsed with sterile water. The subject device has been received and is currently in the evaluation process. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented accordingly.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. The device was evaluated where no abnormalities were found that could have led to the positive culture. A few defects were noted where the bending section rubber glue was cloudy and the switch button 1 rubber was scratched. However, these defects alone are not considered severe enough to cause a potential adverse event. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a root cause could not be determined. Growth of microorganisms were found through culture testing by the user after reprocessing. However, when olympus culture tested after reprocessing in accordance with instructions for use (IFU) before repair, the results conformed to the regulation's recommendation. The following is included in the device IFU: "warning: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them." Olympus will continue to monitor field performance for this device.